Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6). Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. A visual inspection revealed numerous kinks to the hypotube of the device. At 25.8cm from the strain relief, the hypotube was separated. Microscopic inspection revealed no damage or irregularity. There was contrast in the inflation lumen and the loosely folded balloon. The distal portion of the separation was prepped with a tuohy and an inflation device filled with water to inflate the device which was then attached to the calibrated pressure gage to inflate the device. The device inflated and deflated to rated burst pressure with no issue or irregularity.

Event description:
Reportable based on device analysis completed on 11-mar-2024. It was reported that balloon leak occurred. The target lesion is located in the right femoral artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilation. However, during inflation, it was found that the balloon was leaking gas and could not inflate normally. The procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable post-procedure. However, returned device analysis revealed hypotube break.